Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to insufficient or incorrect reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that while reprocessing the subject device, the nozzle was found to be clogged, the switches were not responding, and there was reduced angulation. The following diagnostic enteroscopy procedure was performed using a similar device. There was no patient or user injury due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found foreign material clogging the nozzle. This report is being submitted for the foreign material found during the device evaluation.

Manufacturer narrative:
Upon further evaluation, service found switch #1 was leaking, and switch #2 failed occasionally, as the pc board had short-circuited due to fluid ingress. A shadow was observed in part of the image due to a scratched objective lens the reduced angulation reported by the customer was unable to be reproduced or confirmed. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.